Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and his blood glucose went as low as 7 mg/dl. The customer stated that he experienced a lot of high blood glucose levels, so he continued to give himself bolus deliveries until his blood glucose began to run low. He treated with glucose tablets. Troubleshooting was performed. The drive support cap appeared normal. The customer's priming technique was found to be correct. The customer stated al of the programming information appeared to be correct. The reservoir was showing the same amount of insulin as shown on the insulin pump status screen. The customer stated that at times, he needed to manually enter the bolus. The insulin pump was reportedly not exposed to any strong magnetic fields. The displacement test was performed and passed. The customer was advised to speak with his healthcare provider in regards to the low blood glucose. The insulin pump was determined to be functioning correctly. Nothing further reported.